Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional during surgery noticed that while injecting that the leading haptic was tucked under the optic and they implanted the lens successfully, however, this haptic was stucked to the optic underneath. Additional information has been requested.